Event description:
Request # (B)(4) - manufacturer report asset product name: alaris instrument asset location: contact: (B)(4) (materials management) subject: multiple sets leaking - 1st report on 4/16, second report on 4/19, and 2 more verbal reports from nursing on 4/20 - good catches and interventions by nursing - lot numbers removed today and new lot numbers placed on units. - tubing saved on site for 4/19 report pi 8100 tubing set leaking. Lot number:(10)23039059 exp (17) (B)(6) 2026. Reference report: mw5116968, mw5116969, mw5116971.